Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
The patient needed at I&d and poly swap.

Manufacturer narrative:
See h6, h1 and h11. Complaint has been evaluated and is similar to report number 1644408-2023-01279; 347-10-704, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.